Manufacturer narrative:
The customer returned a photo, but it is just an unopened sample. Unfortunately, no investigation could take place on this sample. There is no physical sample available for investigation on the connection issues reported. The root cause for the issue was unable to be found without a replicated failure. There is nothing that has changed with the product. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Event description:
It was reported that bd maxzero pressure rated extension set was separated the following information was received by the initial reporter with the following verbatim. It was reported by customer that the loop is not staying connected well. It is leaking and causing issues with IV lines.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.